Event description:
Note: date of event is not known. A hydrothermablation console unit was being used during a hydrothermablation (hta) procedure. According to the complainant, "the hta machine heated up to 96 degrees and then an error message read: "too high" and it switched itself off". Follow up information received on 02/02/2009 revealed that system did not progress into a cooling state or shut down after the alarm sounded. The procedure was aborted as a result and there were no patient complications reported.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.